Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The filter remains implanted. Therefore, a device evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that prior to a scheduled retrieval attempt, it was identified that the ivc filter, implanted five months ago, was tilted approximately 45 degrees and the apex was embedded in the cava wall. The retrieval attempt was unsuccessful. Subsequently, a CT demonstrated that one filter limb was outside of the cava wall by 4-5 mm. No dye extravasation was noted. The pt is asymptomatic.